Event description:
It was reported that a patient was admitted to the hospital due to status epilepticus. It was noted that the diagnostics were normal and it was noted that the physician increased settings. No additional information has been received to date.